Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal vascular closure device could not be used due to a malfunction. When the arteriotomy locator was inserted into the insertion sheath, the components did not securely snap together. As a result, the locator and insertion sheath assembly could not be inserted into the artery. The device was set aside, and a second angio-seal device was used to complete the procedure. Hemostasis was successfully achieved with the second device. The initial device was determined to be defective. The procedure performed prior to attempted deployment of the closure device was carotid artery stenting. An 8 french sheath was used. The puncture site was the left common femoral artery. No additional equipment or devices were used in conjunction with the affected product. It is unknown whether the physician had completed the required training on the device prior to this case.